Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;CASE-2025-00269432-1-L198,8/14/2025,7/14/2026,5/19/2026,REFLECTION Acetabular System,REFLECTION LINER 26 ID 58-60 OD 20 DEG SIZE G,71742658,00107553,71742658,,03596010232212,K932755,,IN,"It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of three thousand and forty-nine (3,049) hips underwent primary THA procedures between 03-Apr-2003 and 7-Apr-2015, using a Reflection Conventional Polyethylene (CPE) Acetabular Liner. From these, one (1) hip was later revised due to:Infection.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of three thousand and forty-nine (3,049) hips underwent primary THA procedures between 03-Apr-2003 and 7-Apr-2015, using a Reflection Conventional Polyethylene (CPE) Acetabular Liner. From these, two hundred eight (208) hips were later revised due to the following reasons: sixty eight (68) hips due to wear of the acetabular component, forty four (44) hips due to dislocation/subluxation, thirty four (34) hips due to lysis of the socket, thirty four (34) hips due to lysis of the stem, thirty two (32) hips due to aseptic loosening of the stem, twenty five (25) hips due to aseptic loosening of the socket, twenty five (25) hips due to periprosthetic fracture of the stem, twenty two (22) hips due to infection, seventeen (17) hips due to adverse soft tissue reaction to particle debris, nine (9) hips due to pain, seven (7) hips due to liner dissociation, seven (7) hips due to other/unknown reasons, six (6) hips due to implant fracture of the stem, six (6) hips due to malalignment of the socket, three (3) hips due to peri prosthetic fracture, two (2) hips due to implant fracture of the socket, and one (1) hip due to implant fracture of the head, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, and one (1) hip due to periprosthetic fracture of the socket. It should be noted that multiple reasons for revision may be listed for each revision procedure. ;;Timeframe of Registry Data: Implantations conducted between 03-Apr-2003 and 7-Apr-2015 in the United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFLECTION Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand and forty-nine (3,049) primary THA procedures with REFLECTION Conventional Polyethylene (CPE) acetabular liners have been performed in the United Kingdom between 03-Apr-2003 and 7-Apr-2015. The cumulative revision rates of REFLECTION with conventional CPE liners are in line with the NJR All cases primary THA class reported in the NJR 21st Annual Report 2024 (Table 3.H5), between 1 and 10 years given the overlapping confidence intervals. At 15 years of follow-up, CPE liners demonstrate a significantly higher cumulative revision rate than the class device based on the non-overlapping confidence intervals. CPE liners are not re-certified under MDR.;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 0.82% (0.56%-1.22%) vs 0.79% (0.78%-0.81%) of the class.;-At 3rd postoperative year: 1.44% (1.07%-1.93%) vs 1.42% (1.40%-1.44%) of the class.;-At 5th postoperative year: 1.83% (1.41%-2.39%) vs 2.00% (1.97%-2.02%) of the class.;-At 10th postoperative year: 3.96% (3.28%-4.78%) vs 3.74% (3.70%-3.78%) of the class.;-At 15th postoperative year: 7.72% (6.65%-8.95%) vs 6.02% (5.95%-6.09%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,80,Male,,2/27/2004,8/14/2025,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00269432-1-L199,2/17/2026,7/14/2026,5/19/2026,REFLECTION Acetabular System,REFLECTION LINER 28 INNER DIAMETER 54-56 OUTER DIAMETER 20 DEGREE SIZE F,71742854,04JM16303,71742854,,03596010232274,K932755,,IN,"It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of three thousand and forty-nine (3,049) hips underwent primary THA procedures between 03-Apr-2003 and 7-Apr-2015, using a Reflection Conventional Polyethylene (CPE) Acetabular Liner. From these, one (1) hip was later revised due to:Loosening of stem,Dissociation of liner.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of three thousand and forty-nine (3,049) hips underwent primary THA procedures between 03-Apr-2003 and 7-Apr-2015, using a Reflection Conventional Polyethylene (CPE) Acetabular Liner. From these, two hundred eight (208) hips were later revised due to the following reasons: sixty eight (68) hips due to wear of the acetabular component, forty four (44) hips due to dislocation/subluxation, thirty four (34) hips due to lysis of the socket, thirty four (34) hips due to lysis of the stem, thirty two (32) hips due to aseptic loosening of the stem, twenty five (25) hips due to aseptic loosening of the socket, twenty five (25) hips due to periprosthetic fracture of the stem, twenty two (22) hips due to infection, seventeen (17) hips due to adverse soft tissue reaction to particle debris, nine (9) hips due to pain, seven (7) hips due to liner dissociation, seven (7) hips due to other/unknown reasons, six (6) hips due to implant fracture of the stem, six (6) hips due to malalignment of the socket, three (3) hips due to peri prosthetic fracture, two (2) hips due to implant fracture of the socket, and one (1) hip due to implant fracture of the head, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, and one (1) hip due to periprosthetic fracture of the socket. It should be noted that multiple reasons for revision may be listed for each revision procedure. ;;Timeframe of Registry Data: Implantations conducted between 03-Apr-2003 and 7-Apr-2015 in the United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFLECTION Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand and forty-nine (3,049) primary THA procedures with REFLECTION Conventional Polyethylene (CPE) acetabular liners have been performed in the United Kingdom between 03-Apr-2003 and 7-Apr-2015. The cumulative revision rates of REFLECTION with conventional CPE liners are in line with the NJR All cases primary THA class reported in the NJR 21st Annual Report 2024 (Table 3.H5), between 1 and 10 years given the overlapping confidence intervals. At 15 years of follow-up, CPE liners demonstrate a significantly higher cumulative revision rate than the class device based on the non-overlapping confidence intervals. CPE liners are not re-certified under MDR.;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 0.82% (0.56%-1.22%) vs 0.79% (0.78%-0.81%) of the class.;-At 3rd postoperative year: 1.44% (1.07%-1.93%) vs 1.42% (1.40%-1.44%) of the class.;-At 5th postoperative year: 1.83% (1.41%-2.39%) vs 2.00% (1.97%-2.02%) of the class.;-At 10th postoperative year: 3.96% (3.28%-4.78%) vs 3.74% (3.70%-3.78%) of the class.;-At 15th postoperative year: 7.72% (6.65%-8.95%) vs 6.02% (5.95%-6.09%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,73,Male,,1/28/2005,2/17/2026,E2401;E161201,F1905,A051201;A0102,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00269432-1-L200,11/13/2025,7/14/2026,5/19/2026,REFLECTION Acetabular System,REFLECTION LINER 28 INNER DIAMETER 50-52 OUTER DIAMETER 20 DEGREE SIZE E,71742850,04LM04115,71742850,,03596010232267,K932755,,IN,"It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of three thousand and forty-nine (3,049) hips underwent primary THA procedures between 03-Apr-2003 and 7-Apr-2015, using a Reflection Conventional Polyethylene (CPE) Acetabular Liner. From these, one (1) hip was later revised due to:Lysis of Stem.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of three thousand and forty-nine (3,049) hips underwent primary THA procedures between 03-Apr-2003 and 7-Apr-2015, using a Reflection Conventional Polyethylene (CPE) Acetabular Liner. From these, two hundred eight (208) hips were later revised due to the following reasons: sixty eight (68) hips due to wear of the acetabular component, forty four (44) hips due to dislocation/subluxation, thirty four (34) hips due to lysis of the socket, thirty four (34) hips due to lysis of the stem, thirty two (32) hips due to aseptic loosening of the stem, twenty five (25) hips due to aseptic loosening of the socket, twenty five (25) hips due to periprosthetic fracture of the stem, twenty two (22) hips due to infection, seventeen (17) hips due to adverse soft tissue reaction to particle debris, nine (9) hips due to pain, seven (7) hips due to liner dissociation, seven (7) hips due to other/unknown reasons, six (6) hips due to implant fracture of the stem, six (6) hips due to malalignment of the socket, three (3) hips due to peri prosthetic fracture, two (2) hips due to implant fracture of the socket, and one (1) hip due to implant fracture of the head, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, and one (1) hip due to periprosthetic fracture of the socket. It should be noted that multiple reasons for revision may be listed for each revision procedure. ;;Timeframe of Registry Data: Implantations conducted between 03-Apr-2003 and 7-Apr-2015 in the United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFLECTION Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand and forty-nine (3,049) primary THA procedures with REFLECTION Conventional Polyethylene (CPE) acetabular liners have been performed in the United Kingdom between 03-Apr-2003 and 7-Apr-2015. The cumulative revision rates of REFLECTION with conventional CPE liners are in line with the NJR All cases primary THA class reported in the NJR 21st Annual Report 2024 (Table 3.H5), between 1 and 10 years given the overlapping confidence intervals. At 15 years of follow-up, CPE liners demonstrate a significantly higher cumulative revision rate than the class device based on the non-overlapping confidence intervals. CPE liners are not re-certified under MDR.;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 0.82% (0.56%-1.22%) vs 0.79% (0.78%-0.81%) of the class.;-At 3rd postoperative year: 1.44% (1.07%-1.93%) vs 1.42% (1.40%-1.44%) of the class.;-At 5th postoperative year: 1.83% (1.41%-2.39%) vs 2.00% (1.97%-2.02%) of the class.;-At 10th postoperative year: 3.96% (3.28%-4.78%) vs 3.74% (3.70%-3.78%) of the class.;-At 15th postoperative year: 7.72% (6.65%-8.95%) vs 6.02% (5.95%-6.09%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,74,Female,,9/19/2006,11/13/2025,E1627,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00269432-1-L201,9/9/2025,7/14/2026,5/19/2026,REFLECTION Acetabular System,REFLECTION LINER 32 INNER DIAMETER 54-56 OUTER DIAMETER 20 DEGREE SIZE F,71743254,03em10577,71743254,,03596010232335,K932755,,IN,"It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of three thousand and forty-nine (3,049) hips underwent primary THA procedures between 03-Apr-2003 and 7-Apr-2015, using a Reflection Conventional Polyethylene (CPE) Acetabular Liner. From these, one (1) hip was later revised due to:Lysis of Stem,Lysis ¿ Socket.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of three thousand and forty-nine (3,049) hips underwent primary THA procedures between 03-Apr-2003 and 7-Apr-2015, using a Reflection Conventional Polyethylene (CPE) Acetabular Liner. From these, two hundred eight (208) hips were later revised due to the following reasons: sixty eight (68) hips due to wear of the acetabular component, forty four (44) hips due to dislocation/subluxation, thirty four (34) hips due to lysis of the socket, thirty four (34) hips due to lysis of the stem, thirty two (32) hips due to aseptic loosening of the stem, twenty five (25) hips due to aseptic loosening of the socket, twenty five (25) hips due to periprosthetic fracture of the stem, twenty two (22) hips due to infection, seventeen (17) hips due to adverse soft tissue reaction to particle debris, nine (9) hips due to pain, seven (7) hips due to liner dissociation, seven (7) hips due to other/unknown reasons, six (6) hips due to implant fracture of the stem, six (6) hips due to malalignment of the socket, three (3) hips due to peri prosthetic fracture, two (2) hips due to implant fracture of the socket, and one (1) hip due to implant fracture of the head, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, and one (1) hip due to periprosthetic fracture of the socket. It should be noted that multiple reasons for revision may be listed for each revision procedure. ;;Timeframe of Registry Data: Implantations conducted between 03-Apr-2003 and 7-Apr-2015 in the United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFLECTION Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand and forty-nine (3,049) primary THA procedures with REFLECTION Conventional Polyethylene (CPE) acetabular liners have been performed in the United Kingdom between 03-Apr-2003 and 7-Apr-2015. The cumulative revision rates of REFLECTION with conventional CPE liners are in line with the NJR All cases primary THA class reported in the NJR 21st Annual Report 2024 (Table 3.H5), between 1 and 10 years given the overlapping confidence intervals. At 15 years of follow-up, CPE liners demonstrate a significantly higher cumulative revision rate than the class device based on the non-overlapping confidence intervals. CPE liners are not re-certified under MDR.;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 0.82% (0.56%-1.22%) vs 0.79% (0.78%-0.81%) of the class.;-At 3rd postoperative year: 1.44% (1.07%-1.93%) vs 1.42% (1.40%-1.44%) of the class.;-At 5th postoperative year: 1.83% (1.41%-2.39%) vs 2.00% (1.97%-2.02%) of the class.;-At 10th postoperative year: 3.96% (3.28%-4.78%) vs 3.74% (3.70%-3.78%) of the class.;-At 15th postoperative year: 7.72% (6.65%-8.95%) vs 6.02% (5.95%-6.09%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,86,Male,,2/15/2007,9/9/2025,E1627,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00269432-1-L202,8/20/2025,7/14/2026,5/19/2026,REFLECTION Acetabular System,REFLECTION LINER 28 INNER DIAMETER 46-48 OUTER DIAMETER 20 DEGREE SIZE D,71742846,05EM03094,71742846,,03596010232250,K932755,,IN,"It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of three thousand and forty-nine (3,049) hips underwent primary THA procedures between 03-Apr-2003 and 7-Apr-2015, using a Reflection Conventional Polyethylene (CPE) Acetabular Liner. From these, one (1) hip was later revised due to:Wear of Acetabular Component,Leg Length Discrepancy.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of three thousand and forty-nine (3,049) hips underwent primary THA procedures between 03-Apr-2003 and 7-Apr-2015, using a Reflection Conventional Polyethylene (CPE) Acetabular Liner. From these, two hundred eight (208) hips were later revised due to the following reasons: sixty eight (68) hips due to wear of the acetabular component, forty four (44) hips due to dislocation/subluxation, thirty four (34) hips due to lysis of the socket, thirty four (34) hips due to lysis of the stem, thirty two (32) hips due to aseptic loosening of the stem, twenty five (25) hips due to aseptic loosening of the socket, twenty five (25) hips due to periprosthetic fracture of the stem, twenty two (22) hips due to infection, seventeen (17) hips due to adverse soft tissue reaction to particle debris, nine (9) hips due to pain, seven (7) hips due to liner dissociation, seven (7) hips due to other/unknown reasons, six (6) hips due to implant fracture of the stem, six (6) hips due to malalignment of the socket, three (3) hips due to peri prosthetic fracture, two (2) hips due to implant fracture of the socket, and one (1) hip due to implant fracture of the head, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, and one (1) hip due to periprosthetic fracture of the socket. It should be noted that multiple reasons for revision may be listed for each revision procedure. ;;Timeframe of Registry Data: Implantations conducted between 03-Apr-2003 and 7-Apr-2015 in the United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFLECTION Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand and forty-nine (3,049) primary THA procedures with REFLECTION Conventional Polyethylene (CPE) acetabular liners have been performed in the United Kingdom between 03-Apr-2003 and 7-Apr-2015. The cumulative revision rates of REFLECTION with conventional CPE liners are in line with the NJR All cases primary THA class reported in the NJR 21st Annual Report 2024 (Table 3.H5), between 1 and 10 years given the overlapping confidence intervals. At 15 years of follow-up, CPE liners demonstrate a significantly higher cumulative revision rate than the class device based on the non-overlapping confidence intervals. CPE liners are not re-certified under MDR.;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 0.82% (0.56%-1.22%) vs 0.79% (0.78%-0.81%) of the class.;-At 3rd postoperative year: 1.44% (1.07%-1.93%) vs 1.42% (1.40%-1.44%) of the class.;-At 5th postoperative year: 1.83% (1.41%-2.39%) vs 2.00% (1.97%-2.02%) of the class.;-At 10th postoperative year: 3.96% (3.28%-4.78%) vs 3.74% (3.70%-3.78%) of the class.;-At 15th postoperative year: 7.72% (6.65%-8.95%) vs 6.02% (5.95%-6.09%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.","Indication for primary procedure:Congenital Dislocation/Dysplasia of the Hip, Osteoarthritis",79,Female,,6/18/2007,8/20/2025,E2401;E1634,F1905,A040503;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00269432-1-L203,6/17/2025,7/14/2026,5/19/2026,REFLECTION Acetabular System,REFLECTION LINER 28 INNER DIAMETER 46-48 OUTER DIAMETER 20 DEGREE SIZE D,71742846,07CM15135,71742846,,03596010232250,K932755,,IN,"It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of three thousand and forty-nine (3,049) hips underwent primary THA procedures between 03-Apr-2003 and 7-Apr-2015, using a Reflection Conventional Polyethylene (CPE) Acetabular Liner. From these, one (1) hip was later revised due to:Wear of Acetabular Component,Periprosthetic Fracture.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of three thousand and forty-nine (3,049) hips underwent primary THA procedures between 03-Apr-2003 and 7-Apr-2015, using a Reflection Conventional Polyethylene (CPE) Acetabular Liner. From these, two hundred eight (208) hips were later revised due to the following reasons: sixty eight (68) hips due to wear of the acetabular component, forty four (44) hips due to dislocation/subluxation, thirty four (34) hips due to lysis of the socket, thirty four (34) hips due to lysis of the stem, thirty two (32) hips due to aseptic loosening of the stem, twenty five (25) hips due to aseptic loosening of the socket, twenty five (25) hips due to periprosthetic fracture of the stem, twenty two (22) hips due to infection, seventeen (17) hips due to adverse soft tissue reaction to particle debris, nine (9) hips due to pain, seven (7) hips due to liner dissociation, seven (7) hips due to other/unknown reasons, six (6) hips due to implant fracture of the stem, six (6) hips due to malalignment of the socket, three (3) hips due to peri prosthetic fracture, two (2) hips due to implant fracture of the socket, and one (1) hip due to implant fracture of the head, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, and one (1) hip due to periprosthetic fracture of the socket. It should be noted that multiple reasons for revision may be listed for each revision procedure. ;;Timeframe of Registry Data: Implantations conducted between 03-Apr-2003 and 7-Apr-2015 in the United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFLECTION Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand and forty-nine (3,049) primary THA procedures with REFLECTION Conventional Polyethylene (CPE) acetabular liners have been performed in the United Kingdom between 03-Apr-2003 and 7-Apr-2015. The cumulative revision rates of REFLECTION with conventional CPE liners are in line with the NJR All cases primary THA class reported in the NJR 21st Annual Report 2024 (Table 3.H5), between 1 and 10 years given the overlapping confidence intervals. At 15 years of follow-up, CPE liners demonstrate a significantly higher cumulative revision rate than the class device based on the non-overlapping confidence intervals. CPE liners are not re-certified under MDR.;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 0.82% (0.56%-1.22%) vs 0.79% (0.78%-0.81%) of the class.;-At 3rd postoperative year: 1.44% (1.07%-1.93%) vs 1.42% (1.40%-1.44%) of the class.;-At 5th postoperative year: 1.83% (1.41%-2.39%) vs 2.00% (1.97%-2.02%) of the class.;-At 10th postoperative year: 3.96% (3.28%-4.78%) vs 3.74% (3.70%-3.78%) of the class.;-At 15th postoperative year: 7.72% (6.65%-8.95%) vs 6.02% (5.95%-6.09%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,85,Female,,10/3/2007,6/17/2025,E2127,F1905,A040503;A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00269432-1-L204,9/8/2025,7/14/2026,5/19/2026,REFLECTION Acetabular System,REFLECTION LINER 28 INNER DIAMETER 54-56 OUTER DIAMETER 20 DEGREE SIZE F,71742854,07EM11268,71742854,,03596010232274,K932755,,IN,"It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of three thousand and forty-nine (3,049) hips underwent primary THA procedures between 03-Apr-2003 and 7-Apr-2015, using a Reflection Conventional Polyethylene (CPE) Acetabular Liner. From these, one (1) hip was later revised due to:Wear of Acetabular Component,Adverse Soft Tissue Reaction to Particulate Debris.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of three thousand and forty-nine (3,049) hips underwent primary THA procedures between 03-Apr-2003 and 7-Apr-2015, using a Reflection Conventional Polyethylene (CPE) Acetabular Liner. From these, two hundred eight (208) hips were later revised due to the following reasons: sixty eight (68) hips due to wear of the acetabular component, forty four (44) hips due to dislocation/subluxation, thirty four (34) hips due to lysis of the socket, thirty four (34) hips due to lysis of the stem, thirty two (32) hips due to aseptic loosening of the stem, twenty five (25) hips due to aseptic loosening of the socket, twenty five (25) hips due to periprosthetic fracture of the stem, twenty two (22) hips due to infection, seventeen (17) hips due to adverse soft tissue reaction to particle debris, nine (9) hips due to pain, seven (7) hips due to liner dissociation, seven (7) hips due to other/unknown reasons, six (6) hips due to implant fracture of the stem, six (6) hips due to malalignment of the socket, three (3) hips due to peri prosthetic fracture, two (2) hips due to implant fracture of the socket, and one (1) hip due to implant fracture of the head, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, and one (1) hip due to periprosthetic fracture of the socket. It should be noted that multiple reasons for revision may be listed for each revision procedure. ;;Timeframe of Registry Data: Implantations conducted between 03-Apr-2003 and 7-Apr-2015 in the United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFLECTION Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand and forty-nine (3,049) primary THA procedures with REFLECTION Conventional Polyethylene (CPE) acetabular liners have been performed in the United Kingdom between 03-Apr-2003 and 7-Apr-2015. The cumulative revision rates of REFLECTION with conventional CPE liners are in line with the NJR All cases primary THA class reported in the NJR 21st Annual Report 2024 (Table 3.H5), between 1 and 10 years given the overlapping confidence intervals. At 15 years of follow-up, CPE liners demonstrate a significantly higher cumulative revision rate than the class device based on the non-overlapping confidence intervals. CPE liners are not re-certified under MDR.;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 0.82% (0.56%-1.22%) vs 0.79% (0.78%-0.81%) of the class.;-At 3rd postoperative year: 1.44% (1.07%-1.93%) vs 1.42% (1.40%-1.44%) of the class.;-At 5th postoperative year: 1.83% (1.41%-2.39%) vs 2.00% (1.97%-2.02%) of the class.;-At 10th postoperative year: 3.96% (3.28%-4.78%) vs 3.74% (3.70%-3.78%) of the class.;-At 15th postoperative year: 7.72% (6.65%-8.95%) vs 6.02% (5.95%-6.09%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,79,Female,,12/18/2007,9/8/2025,E040203;E2401,F1905,A24;A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00269432-1-L205,11/25/2025,7/14/2026,5/19/2026,REFLECTION Acetabular System,REFLECTION LINER 32 INNER DIAMETER 50-52 OUTER DIAMETER 20 DEGREE SIZE E,71743250,07CM06586,71743250,,03596010232328,K932755,,IN,"It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of three thousand and forty-nine (3,049) hips underwent primary THA procedures between 03-Apr-2003 and 7-Apr-2015, using a Reflection Conventional Polyethylene (CPE) Acetabular Liner. From these, one (1) hip was later revised due to:Wear of Acetabular Component.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of three thousand and forty-nine (3,049) hips underwent primary THA procedures between 03-Apr-2003 and 7-Apr-2015, using a Reflection Conventional Polyethylene (CPE) Acetabular Liner. From these, two hundred eight (208) hips were later revised due to the following reasons: sixty eight (68) hips due to wear of the acetabular component, forty four (44) hips due to dislocation/subluxation, thirty four (34) hips due to lysis of the socket, thirty four (34) hips due to lysis of the stem, thirty two (32) hips due to aseptic loosening of the stem, twenty five (25) hips due to aseptic loosening of the socket, twenty five (25) hips due to periprosthetic fracture of the stem, twenty two (22) hips due to infection, seventeen (17) hips due to adverse soft tissue reaction to particle debris, nine (9) hips due to pain, seven (7) hips due to liner dissociation, seven (7) hips due to other/unknown reasons, six (6) hips due to implant fracture of the stem, six (6) hips due to malalignment of the socket, three (3) hips due to peri prosthetic fracture, two (2) hips due to implant fracture of the socket, and one (1) hip due to implant fracture of the head, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, and one (1) hip due to periprosthetic fracture of the socket. It should be noted that multiple reasons for revision may be listed for each revision procedure. ;;Timeframe of Registry Data: Implantations conducted between 03-Apr-2003 and 7-Apr-2015 in the United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFLECTION Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand and forty-nine (3,049) primary THA procedures with REFLECTION Conventional Polyethylene (CPE) acetabular liners have been performed in the United Kingdom between 03-Apr-2003 and 7-Apr-2015. The cumulative revision rates of REFLECTION with conventional CPE liners are in line with the NJR All cases primary THA class reported in the NJR 21st Annual Report 2024 (Table 3.H5), between 1 and 10 years given the overlapping confidence intervals. At 15 years of follow-up, CPE liners demonstrate a significantly higher cumulative revision rate than the class device based on the non-overlapping confidence intervals. CPE liners are not re-certified under MDR.;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 0.82% (0.56%-1.22%) vs 0.79% (0.78%-0.81%) of the class.;-At 3rd postoperative year: 1.44% (1.07%-1.93%) vs 1.42% (1.40%-1.44%) of the class.;-At 5th postoperative year: 1.83% (1.41%-2.39%) vs 2.00% (1.97%-2.02%) of the class.;-At 10th postoperative year: 3.96% (3.28%-4.78%) vs 3.74% (3.70%-3.78%) of the class.;-At 15th postoperative year: 7.72% (6.65%-8.95%) vs 6.02% (5.95%-6.09%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,80,Female,79,10/27/2008,11/25/2025,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00269432-1-L206,6/30/2025,7/14/2026,5/19/2026,REFLECTION Acetabular System,REFLECTION LINER 28 INNER DIAMETER 50-52 OUTER DIAMETER 20 DEGREE SIZE E,71742850,09LM00707,71742850,,03596010232267,K932755,,IN,"It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of three thousand and forty-nine (3,049) hips underwent primary THA procedures between 03-Apr-2003 and 7-Apr-2015, using a Reflection Conventional Polyethylene (CPE) Acetabular Liner. From these, one (1) hip was later revised due to:Lysis of Stem,Lysis of Socket.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of three thousand and forty-nine (3,049) hips underwent primary THA procedures between 03-Apr-2003 and 7-Apr-2015, using a Reflection Conventional Polyethylene (CPE) Acetabular Liner. From these, two hundred eight (208) hips were later revised due to the following reasons: sixty eight (68) hips due to wear of the acetabular component, forty four (44) hips due to dislocation/subluxation, thirty four (34) hips due to lysis of the socket, thirty four (34) hips due to lysis of the stem, thirty two (32) hips due to aseptic loosening of the stem, twenty five (25) hips due to aseptic loosening of the socket, twenty five (25) hips due to periprosthetic fracture of the stem, twenty two (22) hips due to infection, seventeen (17) hips due to adverse soft tissue reaction to particle debris, nine (9) hips due to pain, seven (7) hips due to liner dissociation, seven (7) hips due to other/unknown reasons, six (6) hips due to implant fracture of the stem, six (6) hips due to malalignment of the socket, three (3) hips due to peri prosthetic fracture, two (2) hips due to implant fracture of the socket, and one (1) hip due to implant fracture of the head, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, and one (1) hip due to periprosthetic fracture of the socket. It should be noted that multiple reasons for revision may be listed for each revision procedure. ;;Timeframe of Registry Data: Implantations conducted between 03-Apr-2003 and 7-Apr-2015 in the United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFLECTION Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand and forty-nine (3,049) primary THA procedures with REFLECTION Conventional Polyethylene (CPE) acetabular liners have been performed in the United Kingdom between 03-Apr-2003 and 7-Apr-2015. The cumulative revision rates of REFLECTION with conventional CPE liners are in line with the NJR All cases primary THA class reported in the NJR 21st Annual Report 2024 (Table 3.H5), between 1 and 10 years given the overlapping confidence intervals. At 15 years of follow-up, CPE liners demonstrate a significantly higher cumulative revision rate than the class device based on the non-overlapping confidence intervals. CPE liners are not re-certified under MDR.;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 0.82% (0.56%-1.22%) vs 0.79% (0.78%-0.81%) of the class.;-At 3rd postoperative year: 1.44% (1.07%-1.93%) vs 1.42% (1.40%-1.44%) of the class.;-At 5th postoperative year: 1.83% (1.41%-2.39%) vs 2.00% (1.97%-2.02%) of the class.;-At 10th postoperative year: 3.96% (3.28%-4.78%) vs 3.74% (3.70%-3.78%) of the class.;-At 15th postoperative year: 7.72% (6.65%-8.95%) vs 6.02% (5.95%-6.09%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,80,Female,,3/7/2010,6/30/2025,E1627,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00269432-1-L207,12/3/2025,7/14/2026,5/19/2026,REFLECTION Acetabular System,REFLECTION LINER 32 INNER DIAMETER 54-56 OUTER DIAMETER 0 DEGREE SIZE F,71740254,8AM10674,71740254,,03596010231789,K932755,,IN,"It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of three thousand and forty-nine (3,049) hips underwent primary THA procedures between 03-Apr-2003 and 7-Apr-2015, using a Reflection Conventional Polyethylene (CPE) Acetabular Liner. From these, one (1) hip was later revised due to:Lysis of Stem,Wear of Acetabular Component.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of three thousand and forty-nine (3,049) hips underwent primary THA procedures between 03-Apr-2003 and 7-Apr-2015, using a Reflection Conventional Polyethylene (CPE) Acetabular Liner. From these, two hundred eight (208) hips were later revised due to the following reasons: sixty eight (68) hips due to wear of the acetabular component, forty four (44) hips due to dislocation/subluxation, thirty four (34) hips due to lysis of the socket, thirty four (34) hips due to lysis of the stem, thirty two (32) hips due to aseptic loosening of the stem, twenty five (25) hips due to aseptic loosening of the socket, twenty five (25) hips due to periprosthetic fracture of the stem, twenty two (22) hips due to infection, seventeen (17) hips due to adverse soft tissue reaction to particle debris, nine (9) hips due to pain, seven (7) hips due to liner dissociation, seven (7) hips due to other/unknown reasons, six (6) hips due to implant fracture of the stem, six (6) hips due to malalignment of the socket, three (3) hips due to peri prosthetic fracture, two (2) hips due to implant fracture of the socket, and one (1) hip due to implant fracture of the head, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, and one (1) hip due to periprosthetic fracture of the socket. It should be noted that multiple reasons for revision may be listed for each revision procedure. ;;Timeframe of Registry Data: Implantations conducted between 03-Apr-2003 and 7-Apr-2015 in the United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFLECTION Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand and forty-nine (3,049) primary THA procedures with REFLECTION Conventional Polyethylene (CPE) acetabular liners have been performed in the United Kingdom between 03-Apr-2003 and 7-Apr-2015. The cumulative revision rates of REFLECTION with conventional CPE liners are in line with the NJR All cases primary THA class reported in the NJR 21st Annual Report 2024 (Table 3.H5), between 1 and 10 years given the overlapping confidence intervals. At 15 years of follow-up, CPE liners demonstrate a significantly higher cumulative revision rate than the class device based on the non-overlapping confidence intervals. CPE liners are not re-certified under MDR.;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 0.82% (0.56%-1.22%) vs 0.79% (0.78%-0.81%) of the class.;-At 3rd postoperative year: 1.44% (1.07%-1.93%) vs 1.42% (1.40%-1.44%) of the class.;-At 5th postoperative year: 1.83% (1.41%-2.39%) vs 2.00% (1.97%-2.02%) of the class.;-At 10th postoperative year: 3.96% (3.28%-4.78%) vs 3.74% (3.70%-3.78%) of the class.;-At 15th postoperative year: 7.72% (6.65%-8.95%) vs 6.02% (5.95%-6.09%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,72,Male,,4/16/2010,12/3/2025,E1627;E2401,F1905,A24;A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00269432-1-L208,7/10/2025,7/14/2026,5/19/2026,REFLECTION Acetabular System,REFLECTION LINER 28 INNER DIAMETER 50-52 OUTER DIAMETER 20 DEGREE SIZE E,71742850,09GM07414,71742850,,03596010232267,K932755,,IN,"It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of three thousand and forty-nine (3,049) hips underwent primary THA procedures between 03-Apr-2003 and 7-Apr-2015, using a Reflection Conventional Polyethylene (CPE) Acetabular Liner. From these, one (1) hip was later revised due to:Dislocation/Subluxation,Wear of Acetabular Component.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of three thousand and forty-nine (3,049) hips underwent primary THA procedures between 03-Apr-2003 and 7-Apr-2015, using a Reflection Conventional Polyethylene (CPE) Acetabular Liner. From these, two hundred eight (208) hips were later revised due to the following reasons: sixty eight (68) hips due to wear of the acetabular component, forty four (44) hips due to dislocation/subluxation, thirty four (34) hips due to lysis of the socket, thirty four (34) hips due to lysis of the stem, thirty two (32) hips due to aseptic loosening of the stem, twenty five (25) hips due to aseptic loosening of the socket, twenty five (25) hips due to periprosthetic fracture of the stem, twenty two (22) hips due to infection, seventeen (17) hips due to adverse soft tissue reaction to particle debris, nine (9) hips due to pain, seven (7) hips due to liner dissociation, seven (7) hips due to other/unknown reasons, six (6) hips due to implant fracture of the stem, six (6) hips due to malalignment of the socket, three (3) hips due to peri prosthetic fracture, two (2) hips due to implant fracture of the socket, and one (1) hip due to implant fracture of the head, one (1) hip due to incorrect sizing, one (1) hip due to leg length discrepancy, and one (1) hip due to periprosthetic fracture of the socket. It should be noted that multiple reasons for revision may be listed for each revision procedure. ;;Timeframe of Registry Data: Implantations conducted between 03-Apr-2003 and 7-Apr-2015 in the United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFLECTION Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three thousand and forty-nine (3,049) primary THA procedures with REFLECTION Conventional Polyethylene (CPE) acetabular liners have been performed in the United Kingdom between 03-Apr-2003 and 7-Apr-2015. The cumulative revision rates of REFLECTION with conventional CPE liners are in line with the NJR All cases primary THA class reported in the NJR 21st Annual Report 2024 (Table 3.H5), between 1 and 10 years given the overlapping confidence intervals. At 15 years of follow-up, CPE liners demonstrate a significantly higher cumulative revision rate than the class device based on the non-overlapping confidence intervals. CPE liners are not re-certified under MDR.;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 0.82% (0.56%-1.22%) vs 0.79% (0.78%-0.81%) of the class.;-At 3rd postoperative year: 1.44% (1.07%-1.93%) vs 1.42% (1.40%-1.44%) of the class.;-At 5th postoperative year: 1.83% (1.41%-2.39%) vs 2.00% (1.97%-2.02%) of the class.;-At 10th postoperative year: 3.96% (3.28%-4.78%) vs 3.74% (3.70%-3.78%) of the class.;-At 15th postoperative year: 7.72% (6.65%-8.95%) vs 6.02% (5.95%-6.09%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Indication for primary procedure:Osteoarthritis,75,Female,,7/12/2010,7/10/2025,E1614,F1905,A24;A040503,G07001,B20;B22,C19,D12;D15,,0;

Manufacturer narrative:
REPORTING QUARTER: 2 (APRIL 1 - JUNE 30, 2026) SUMMARY OF ADVERSE EVENTS: BASED ON REAL WORLD DATA FROM THE NATIONAL JOINT REGISTRY (NJR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN THE UNITED KINGDOM FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN HIP ARTHROPLASTY (HA): 1. PRIMARY TOTAL HIP ARTHROPLASTY (THA): REFLECTION CONVENTIONAL POLYETHYLENE (CPE) ACETABULAR LINER COMPONENT: IMPLANTED IN A TOTAL OF THREE THOUSAND AND FORTY-NINE (3,049) HIPS BETWEEN 03-APR-2003 AND 7-APR-2015. FROM THESE, TWO HUNDRED EIGHT (208) HIPS WERE LATER REVISED DUE TO THE FOLLOWING REASONS: SIXTY EIGHT (68) HIPS DUE TO WEAR OF THE ACETABULAR COMPONENT, FORTY FOUR (44) HIPS DUE TO DISLOCATION/SUBLUXATION, THIRTY FOUR (34) HIPS DUE TO LYSIS OF THE SOCKET, THIRTY FOUR (34) HIPS DUE TO LYSIS OF THE STEM, THIRTY TWO (32) HIPS DUE TO ASEPTIC LOOSENING OF THE STEM, TWENTY FIVE (25) HIPS DUE TO ASEPTIC LOOSENING OF THE SOCKET, TWENTY FIVE (25) HIPS DUE TO PERIPROSTHETIC FRACTURE OF THE STEM, TWENTY TWO (22) HIPS DUE TO INFECTION, SEVENTEEN (17) HIPS DUE TO ADVERSE SOFT TISSUE REACTION TO PARTICLE DEBRIS, NINE (9) HIPS DUE TO PAIN, SEVEN (7) HIPS DUE TO LINER DISSOCIATION, SEVEN (7) HIPS DUE TO OTHER/UNKNOWN REASONS, SIX (6) HIPS DUE TO IMPLANT FRACTURE OF THE STEM, SIX (6) HIPS DUE TO MALALIGNMENT OF THE SOCKET, THREE (3) HIPS DUE TO PERI PROSTHETIC FRACTURE, TWO (2) HIPS DUE TO IMPLANT FRACTURE OF THE SOCKET, AND ONE (1) HIP DUE TO IMPLANT FRACTURE OF THE HEAD, ONE (1) HIP DUE TO INCORRECT SIZING, ONE (1) HIP DUE TO LEG LENGTH DISCREPANCY, AND ONE (1) HIP DUE TO PERIPROSTHETIC FRACTURE OF THE SOCKET. IT SHOULD BE NOTED THAT MULTIPLE REASONS FOR REVISION MAY BE LISTED FOR EACH REVISION PROCEDURE. OF THE 208 TOTAL REVISION SURGERIES, 197 WERE PREVIOUSLY SUBMITTED TO FDA AND 11 NEW REVISIONS WERE IDENTIFIED DURING THIS REPORTING QUARTER. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATION, THE REFLECTION ACETABULAR SYSTEM PRESENTS A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT TO THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THIS SYSTEM IS AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND INFORMATION FOR SAFETY INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. ACCORDING TO THIS REGISTRY REPORT, A TOTAL OF THREE THOUSAND AND FORTY-NINE (3,049) PRIMARY THA PROCEDURES WITH REFLECTION CONVENTIONAL POLYETHYLENE (CPE) ACETABULAR LINERS HAVE BEEN PERFORMED IN THE UNITED KINGDOM BETWEEN 03-APR-2003 AND 7-APR-2015. THE CUMULATIVE REVISION RATES OF REFLECTION WITH CONVENTIONAL CPE LINERS ARE IN LINE WITH THE NJR ALL CASES PRIMARY THA CLASS REPORTED IN THE NJR 21ST ANNUAL REPORT 2024 (TABLE 3.H5), BETWEEN 1 AND 10 YEARS GIVEN THE OVERLAPPING CONFIDENCE INTERVALS. AT 15 YEARS OF FOLLOW-UP, CPE LINERS DEMONSTRATE A SIGNIFICANTLY HIGHER CUMULATIVE REVISION RATE THAN THE CLASS DEVICE BASED ON THE NON-OVERLAPPING CONFIDENCE INTERVALS. CPE LINERS ARE NOT RE-CERTIFIED UNDER MDR. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Event description:
BASED ON REAL WORLD DATA FROM THE NATIONAL JOINT REGISTRY (NJR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN THE UNITED KINGDOM FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN HIP ARTHROPLASTY (HA): 1. PRIMARY TOTAL HIP ARTHROPLASTY (THA): REFLECTION CONVENTIONAL POLYETHYLENE (CPE) ACETABULAR LINER COMPONENT: IMPLANTED IN A TOTAL OF THREE THOUSAND AND FORTY-NINE (3,049) HIPS BETWEEN 03-APR-2003 AND 7-APR-2015. FROM THESE, TWO HUNDRED EIGHT (208) HIPS WERE LATER REVISED DUE TO THE FOLLOWING REASONS: SIXTY EIGHT (68) HIPS DUE TO WEAR OF THE ACETABULAR COMPONENT, FORTY FOUR (44) HIPS DUE TO DISLOCATION/SUBLUXATION, THIRTY FOUR (34) HIPS DUE TO LYSIS OF THE SOCKET, THIRTY FOUR (34) HIPS DUE TO LYSIS OF THE STEM, THIRTY TWO (32) HIPS DUE TO ASEPTIC LOOSENING OF THE STEM, TWENTY FIVE (25) HIPS DUE TO ASEPTIC LOOSENING OF THE SOCKET, TWENTY FIVE (25) HIPS DUE TO PERIPROSTHETIC FRACTURE OF THE STEM, TWENTY TWO (22) HIPS DUE TO INFECTION, SEVENTEEN (17) HIPS DUE TO ADVERSE SOFT TISSUE REACTION TO PARTICLE DEBRIS, NINE (9) HIPS DUE TO PAIN, SEVEN (7) HIPS DUE TO LINER DISSOCIATION, SEVEN (7) HIPS DUE TO OTHER/UNKNOWN REASONS, SIX (6) HIPS DUE TO IMPLANT FRACTURE OF THE STEM, SIX (6) HIPS DUE TO MALALIGNMENT OF THE SOCKET, THREE (3) HIPS DUE TO PERI PROSTHETIC FRACTURE, TWO (2) HIPS DUE TO IMPLANT FRACTURE OF THE SOCKET, AND ONE (1) HIP DUE TO IMPLANT FRACTURE OF THE HEAD, ONE (1) HIP DUE TO INCORRECT SIZING, ONE (1) HIP DUE TO LEG LENGTH DISCREPANCY, AND ONE (1) HIP DUE TO PERIPROSTHETIC FRACTURE OF THE SOCKET. IT SHOULD BE NOTED THAT MULTIPLE REASONS FOR REVISION MAY BE LISTED FOR EACH REVISION PROCEDURE. OF THE 208 TOTAL REVISION SURGERIES, 197 WERE PREVIOUSLY SUBMITTED TO FDA AND 11 NEW REVISIONS WERE IDENTIFIED DURING THIS REPORTING QUARTER.